Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead had triggered red alerts as far back as july 2020 due to high out-of-range shock impedance measurements greater than 125 ohms. This ICD system remains in service. No adverse patient effects were reported.